Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with a worn out lcd lens screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of " high alarm displayed: cassette not attached properly". To further investigate, a functional test was performed. Customer reported problem was not duplicated. The downstream occlusion sensor was replaced for preventative measure.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device indicated "cassette not attached properly during testing. There was no patient, or clinician injury associated with this event.